Manufacturer narrative:
Product analysis : the hawkone device was received for evaluation connected to a cutter driver inside its shelf box. The shelf box lot number was consistent with the reported device. No ancillary device or cine images from the procedure were received for review. The device was removed from the packaging and visually inspected. No anomalies were noted with the distal assembly. Biological debris was noted within the housing. The cutter was returned advanced approximately 2.8 cm distal to the cutter window. The torque shaft was straightened by hand and the cutter driver was powered on. The thumb switch was retracted, and the cutter was able to be retracted within the cutter window without issue. No anomalies were noted with the cutter. The cutter was then attempted to be advanced within the distal housing. The cutter was able to advance approximately 2.9 cm distal to the cutter window. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a 6fr non-medtronic sheath and 0.014 nitrex wire device during treatment of a 60mm plaque lesion in the patient¿s mid left superficial femoral artery (sfa). Vessel diameter reported as 7mm. The vessel exhibited no tortuosity or calcification. Lesion exhibited 70% stenosis. IFU was followed. Vessel pre-dilation was not performed. The device was successfully able to pack prior to patient insertion. It is reported the thumbswitch would not successfully pack inside the patient. On removal the device was no longer able to pack successfully. The device was safely removed from the patient. The cutter was not seen inside the housing during device removal. There was no vessel damage noted. The physician replaced the hawkone device to complete the procedure. No patient injury reported.